Manufacturer narrative:
E1: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had foreign material in the air/water nozzle area. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h2, h3, h4, h6 and h11. Corrected fields: b5, d5, all the section e, g2. A correction to the previous report has been made, as the reportable event was identified during the investigation and was not initially reported by the customer. Based on the results of the investigation, it is likely the following led to the malfunction the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope has foreign material inside the nozzle. There was no patient involvement.